Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages his diabetes with oral medications and insulin. It is not known if the patient made changes to his usual management routine at the time of the alleged issue; however, on (B)(6) 2013, the patient increased his usual dose of lantus insulin (from 50 units to 60 units). The patient claimed he felt a symptom of shaky one day after the start of the alleged issue. No additional treatment was specified. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication f misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.